Event description:
It was reported that the stent came off of the balloon. There was no pt injury. This product is available for testing and evaluation but the engineering report has not been completed.